Event description:
Covidien received info stating that the pt had a near sentinel event while on an 840 ventilator. The pt became dusky as a result. According to the customer, the pt was connected to the 840 and the vent was running on volume control, 12 bpm and 600ml with no alarms. A covidien customer service engineer inspected the device and could not find any problem with the device. The vents passed all testing. According to the director of respiratory therapy, there was no ventilator malfunction. It was found to be a user error. The hospital staff are being re-educated on proper handling of the device.